Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the u.s. And patient information is not generally available due to confidentiality concerns. Full analysis cannot be completed at this time due to pending litigation. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. It was noted the most recent battery measurement was 2.6195 volts on (B)(6) 2015 and recommended replacement time (rrt) had not been triggered. (B)(4).

Event description:
It was reported that the device exhibited battery depletion that did not meet expected longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.